Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the original complaint could not be duplicated or confirmed. The black box history revealed a loss of prime related to a cartridge change on (B)(4) 2014 at 16:58; deliveries resumed at 17:16. The pump was manually suspended on (B)(4) 2014 at 14:34 and manually resumed at 15:28 and manually suspended on (B)(4) 2014 at 09:37 and again manually resumed at 09:44. There were no errors, alarms or warnings during the 24 hour testing. There was typical usage observed in the alarm history. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 480 mg/dl with shortness of breath associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal history in the pump did not match the active basal program. It was reported that there were no recent changes made to the pump settings. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the basal history and active basal program not matching.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.